Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/17/2014-product analysis:the pump was returned and evaluated by product analysis on 07/08/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed low battery warnings and evidence of used batteries being installed. The pump¿s electrical draws were found to be within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.